Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After the third contrast injection into the right upper pulmonary vein with the pentaray, a valve defect at the vizigo was found. No patient consequence was reported. Additional information was received on the event. The hemostatic valve dislodged reversely out of the orange hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. To the knowledge of the physician, air did not enter into the patient¿s body. This issue did not require percutaneous or surgical removal. The hemodynamics of the patient was not compromised due to bleeding. The approximate volume of blood that was lost was <50ml. No medical intervention was required to stop the bleeding. The investigation was completed on 21-jan-2022. An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, the vizigo sheath is leaking back, which can be related to a hemostatic valve malfunction. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed. Then, the distal sheath end was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied and there were no air leaks or bubbles. Then the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After the third contrast injection into the right upper pulmonary vein with the pentaray, a valve defect at the vizigo was found. No patient consequence was reported. Additional information was received on the event. The hemostatic valve dislodged reversely out of the orange hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. To the knowledge of the physician, air did not enter into the patient¿s body. This issue did not require percutaneous or surgical removal. The hemodynamics of the patient was not compromised due to bleeding. The approximate volume of blood that was lost was <50ml. No medical intervention was required to stop the bleeding. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
(B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).